Event description:
It was reported that the customer received multiple unspecified alerts/alarms while sleeping and insulin delivery was suspended. Customer woke with blood glucose level >300 mg/dl >300 mg/dl. Customer delivered lantus and humalog to correct the high blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.